Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results from 1 patient on a cobas e411 immunoassay analyzer. The initial result was 0.241 miu/ml taken with an sst tube. This result was reported outside of the laboratory, was questioned by medical staff, and the test was repeated. The repeated result was >10000 miu/ml with a data flag. The sample was diluted and the repeated result was 64413 miu/ml with a data flag taken from a red top tube collected at the same time the sst tube was collected. This result was believed to be correct. An additional repeated result of 73520 miu/ml was also obtained. The reagent lot number is 47048905 with an expiration date of 30-sep-2021. The results were reported outside of the laboratory and were questioned, and then repeated.

Manufacturer narrative:
There is no indication for a performance issue of the reagent. The alarm trace did not contain a conspicuous event. The field service representative found the liquid level detection and a probe was out of specification. He inspected and adjusted the probe fluidics and liquid level detection. He replaced tubing and performed testing for performance verification, which was within specifications. The investigation determined the service actions resolved the issue.